Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of adhesive peeling of the curved part was confirmed. There were no abnormalities with the appearance and operation of the subject device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, the adhesive on cysto-nephro videoscope was peeling at the tip bending part and the internal wire was exposed during maintenance. Similar issues occur frequently at the facility and recently cyf-va2 was repaired. The facility has 2x cyf-vha and 2x cyf-va, but the same problem is occurring with each. The devices are primarily cleaned and disinfected with endoscope reprocessor (oer-4). At the end of the day go through an ethylene oxide gas sterilization. There was no report of patient harm associated with this event. Event 1 of 4 this report is being submitted for the issue with the 1:2 cysto-nephro videoscope (cyf-vha), under the medwatch with patient identifier (B)(6). The issue with 2:2 cysto-nephro videoscope (cyf-vha) device is being reported on the medwatch with patient identifier (B)(6). The issue with 1:2 visera cystovideoscope (cyf-va) device is being reported on the medwatch with patient identifier (B)(6). The issue with 2:2 visera cystovideoscope (cyf-va) device is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the bending section cover has a brush and the cross section is not flat, so we presume that the brush resulted in the lack of bending section cover. Olympus will continue to monitor field performance for this device.